Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2025-09081 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 3006260740-2025-08455. G3. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using hickman cv catheter, triple-lumen, 12.5f. It was reported that during use of a hickman catheter placed on (B)(6) 2025, a hole was observed in the material at the transition from the hard to soft section of the catheter, indicating damage to the catheter wall. On (B)(6) 2025, the issue was identified while the catheter was in the femoral vein and being used daily for tpv administration closed with taurosept 2%. The catheter was subsequently repaired. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using hickman cv catheter, triple-lumen, 12.5f. It was reported that during use of a hickman catheter placed on apr 11, 2025, a hole was observed in the material at the transition from the hard to soft section of the catheter, indicating damage to the catheter wall. On (B)(6) 2025, the issue was identified while the catheter was in the femoral vein and being used daily for tpv administration closed with taurosept 2%. The catheter was subsequently repaired. There was no reported patient injury.